Event description:
It was reported by the patient that the device issued alert tones about 3 months earlier and the patient experienced "a few episodes of getting shocked." She was told the device battery was low and the device "misread (the) heart." Now the patient presented to the emergency room and stated a medical equipment company representative was there and confirmed the patient was "shocked 11 times in 9 days." The device was "shut off." The patient went home and reported to hear more alert tones and understood it was "time to get a new device and that the new device would not do this (shock.)" The patient's follow-up clinic was contacted, but there was no record of the patient at the clinic and no further information could be obtained. The device remains implanted, but - per the patient - inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported by the patient that the right ventricular lead was recalled and was causing headaches and nightmares. The patient questioned why the physician had not scheduled an appointment to cap the lead. The lead remains implanted, but again - per the patient - inactivated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949, lead, (B)(6) 2007. (B)(4).